Event description:
It was reported that this inflatable penile prosthesis (ipp) was difficult to inflate and had fluid loss. Also, air presence on the pump was noticed. As a result, the device was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).